Event description:
This file was received from the chinese health authority stating that during the intraocular lens (iol) implant procedure, lens did not deliver from the injector. The plunger could not push the iol normally, causing the plunger to pass over the iol and damaging the iol optical. The surgery was completed after replacing with another iol during surgery. There was no patient harm. Additional information requested and no new information has been received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).